Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device underwent functional evaluation upon receipt, and the issue was not replicated. There were cracks on the level sensor, air bubbles noted in the inlet to the fluid delivery line. An abnormally noisy circulation pump, the device was insufficiently heating, the power cord was damaged, there was a wire of the heater damaged, and there were missing fixing screws for the upper cage where it fixes to the pump. The level sensor, fdl, circulation pump, heater, power cord, and missing screws were replaced. After repair, the device underwent functional evaluation and passed applicable testing. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
Was reported that there was low flow into the arctic gel pads and connectors y had to be checked. As per follow up information received via mail on 06dec2023. The device was sent in for a bd-approved facility for evaluation. The device issue was not yet resolved. The therapy has been completed with another device in the hospital. There was no impact to the patient due to the use of the device. Per sample evaluation results on 20dec2023, it was reported that there were cracks on the level sensor, air bubbles noted in the inlet to the fluid delivery line and abnormally noisy circulation pump. The device was insufficiently heating, and the power cord was damaged. There was a wire of the heater damaged and there were missing fixing screws for the upper cage where it fixes to the pump.

Event description:
It was reported that there was low flow into the arctic gel pads and connectors y had to be checked. As per follow up information received via mail on 06dec2023. The device was sent in for a bd-approved facility for evaluation. The device issue was not yet resolved. The therapy has been completed with another device in the hospital. There was no impact to the patient due to the use of the device. Per sample evaluation results on 20dec2023, it was reported that there were cracks on the level sensor, air bubbles noted in the inlet to the fluid delivery line and abnormally noisy circulation pump. The device was insufficiently heating, and the power cord was damaged. There was a wire of the heater damaged and there were missing fixing screws for the upper cage where it fixes to the pump.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device underwent functional evaluation upon receipt, and the issue was not replicated. There were cracks on the level sensor, air bubbles noted in the inlet to the fluid delivery line. An abnormally noisy circulation pump, the device was insufficiently heating, the power cord was damaged, there was a wire of the heater damaged, and there were missing fixing screws for the upper cage where it fixes to the pump. The level sensor, fdl, circulation pump, heater, power cord, and missing screws were replaced. After repair, the device underwent functional evaluation and passed applicable testing. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The reported product number is sold ous. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow into the arctic gel pads and connectors y had to be checked. As per follow up information received via mail on 06dec2023. The device was sent in for a bd-approved facility for evaluation. The device issue was not yet resolved. The therapy has been completed with another device in the hospital. There was no impact to the patient due to the use of the device.